Event description:
This is a report of peritonitis in a patient coincident with dialysate solution for peritoneal dialysis (pd). The patient experienced peritonitis. It was not reported if the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The occurrence date of this event is unknown.since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.